Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-15244. Per the instructions for use (IFU), potential risks associated with the overall procedure include: pseudoaneurysm, infection including septicemia, pain or changes at the access site, inflammation, fever and/or death. Infections occurring within 60 days of the tavr generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro- wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. The majority of access site infections are almost universally related to contamination at the time of surgery. The sheath is provided in a sterile manner after undergoing a rigorous sterilization process. If an access site infection occurs, it is likely related to contamination or infection from elsewhere and is not in any way related to the sterilization or packaging process of the device. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. Mycotic pseudoaneurysms usually arise from an infectious arteritis or mycotic aneurysms secondary to weakening and destruction of the arterial wall resulting in a contained rupture. A mycotic aneurysm can develop from (a) contiguous spread from an adjacent infection, (b) septic emboli, (c) hematogenous seeding at sites of endothelial injury, flow turbulence or existing aneurysm or (d) vascular trauma resulting in direct infectious invasion. In this case, the exact cause of the catheter site infection in the setting of mrsa bacteremia and later mycotic pseudoaneurysm cannot be confirmed. In addition to the procedure itself, patient factors described above may have contributed to the events. There was no allegation or indication that the reported infection was related to a sterilization failure during the manufacturing process of the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant card, the patient had a 26 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 1 month post implant, the patient's valve was explanted due to unknown reasons and replaced with a surgical valve. Upon medical records review, the patient underwent a right transfemoral tavr procedure with a sapien 3 valve. On post-operative day 10 the patient presented to a different medical facility with right femoral groin seroma and infection which led to endocarditis of the tavr valve, mrsa bacteremia and was transfer to the implant facility for evaluation. Upon arrival the patient was in septic shock and it was decided to explant the thv. On pod-23 an avr procedure was performed concomitantly with an mvr, pacemaker removal and CABG x 1 procedures. The hospital course was complicated by cerebellar hemorrhage and ischemic stroke, right femoral mycotic pseudoaneurysm of the previous tavr site, ams, encephalopathy. After discussion with the family the patient was put on comfort care given the worsening neurological state and poor prognosis. On pod-35, the patient was made dnr/dni and was taken off of life support and passed away.